Event description:
Surgeon was performing a total laparoscopic hysterectomy with left salpingoophorectomy with davinci. As procedure was being completed with suturing there was noted to be a general protection fault code and the robot had to be undocked, re-initialized and then redocked.